Manufacturer narrative:
The curved bipolar dissector instrument involved with this complaint has been returned for evaluation; failure analysis confirmed the customer reported complaint. The instrument was found to have a broken bipolar yaw pulley. The broken missing piece was approximately .106¿ x .109¿ in size. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed.. If additional information is obtained, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the instrument was unable to move smoothly as usual. After decontamination it was discovered that part of the brown insulated material from the instrument¿s jaw was chipped off. However, at this time, the location of the broken fragment is unknown. It is also unknown if the missing fragment was retained inside the patient. Based on an evaluation of the curved bipolar dissector instrument, there is no indication that a malfunction of the instrument occurred. However, the site did not know if the missing instrument fragment fell inside the patient and was retained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved bipolar dissector instrument was unable to move smoothly. Another instrument was opened to complete the procedure. The curved bipolar dissector instrument was decontaminated, and, upon inspection, it was discovered that part of the brown insulating material from the instrument¿s jaw was chipped off. The surgeon was informed. Post-op x-ray revealed no finding. The procedure was completed; however, it is unknown if any fragment fell inside the patient and was retained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received additional information stating that the fragment was not retrieved, and the surgeon "has no complaints." It was also confirmed that the patient is reported to be recovering well. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the instrument was unable to move smoothly as usual. After decontamination it was discovered that part of the brown insulated material from the instrument¿s jaw was chipped off. It is reported that the missing instrument fragment fell inside the patient and was retained.

Event description:
Refer to h10/h11 for additional information.